Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 10/2019).

Event description:
It was reported that during use, the catheter allegedly emulsified. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l hemostar st vas-cath 19cm catheter with surecuff was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for bulging/kinked extension leg, as a kink bulge in the red extension tube and a tubing bubble bulge deformity in the blue extension tube both immediately proximal to the extension tubing entry to the bifurcation. The tubing at the bulging zone was observed to be weakened and a cloudy residue was still evident in both extension tubes for approximately 1 cm length proximal to the bifurcation after sample decontamination. The sample lumens were separately patent to infusion and aspiration. Circumferential creases were observed on both extension legs near the hubs and necking was observed at the creases. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. .

Event description:
It was reported that during use, the catheter allegedly emulsified. There was no reported patient injury.